Event description:
Device was received with no information related to device or therapy.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed ¿battery/high resistance¿. Per the pump logs drugs delivered via the device were dilaudid and bupivacaine.